Event description:
Patient with heartmate 2 left ventricular assist device (lvad) therapy for 9 months presents with lvad alarms/history consistent with driveline fracture. It was decided to pursue surgical exchange of the heartmate 2 for another heartmate 2, rather than to attempt blind spice repair.